Event description:
It was reported that the patient implanted with this right ventricular (rv) lead presented to the emergency department three days post implant with complaint of chest pain and shortness of breath (sob). An echocardiogram and computed tomography (CT) scan were performed and confirmed an rv lead perforation. The CT scan showed no evidence of pericardial effusion, however, the echocardiogram showed small evidence of pericardial effusion. The patient was admitted and transferred to another hospital and scheduled for an rv lead revision procedure. Additional information was received that surgical intervention was undertaken one day later. The rv lead was successfully repositioned without incident/complication. A device check was planned for the following morning and the physician planned to discharge the patient and continue routine follow ups. No additional adverse patient effects were reported. This device remains in service.